Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported ¿folds, waves, rotation and capsular contracture, baker grade iii, the breast is hard and deformed, but no pain.¿ this is for the left side device. The device remains implanted.